Event description:
Device 2 of 4; reference MFR. Report#: 1627487-2019-02697, 1627487-2019-02700, 1627487-2019-02701. Follow up revealed that the patient's leads were explanted and replaced, and therapy was restored post-op.

Event description:
Device 2 of 5; reference MFR. Report#: 1627487-2019-02697, 1627487-2019-02699, 1627487-2019-02700, 1627487-2019-02701. It was reported that the patient was not receiving adequate therapy due to lead migration. As a result the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
Corrected data: - device manufacture date was inadvertently omitted in initial report.

Event description:
Device 2 of 5 MFR. Reference report#: 1627487-2019-02697; 1627487-2019-02699; 1627487-2019-02700; 1627487-2019-02701.

Manufacturer narrative:
Additional device information was inadvertently entered incorrectly in initial report.

Event description:
Device 2 of 5. Reference MFR. Report#: 1627487-2019-02697, 1627487-2019-02699, 1627487-2019-02700, 1627487-2019-02701.